Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty placing the right ventricular (rv) lead which exhibited high impedance levels and diminished sensing. After multiple attempts to relocate the lead the physician noted the helix would not fully retract. Upon extracting the lead it was noted that there was tissue in the helix. A new lead was implanted. The patient reported feeling "dull chest pain" and an ultrasound confirmed a tamponade due to perforation. The physician drained the tamponade and the pericardial drain remained in while the patient recovered in the ICU. No further patient complications have been reported as a result of this event.